Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had contact with paramedics for low blood glucose levels. It was reported that the customer states it was their fault their levels went low, due to administering a bolus for an alcoholic beverage. It was reported that the customer has since been instructed to not bolus for liquor. It was reported that the customer did not have time to further discuss the incident, and would be following up at a later time.